Event description:
A report was received that the patient was experiencing swelling of the knees, ankles and hip, burning of skin, grand-mal seizures, breathing issues, failure to move the legs, problems in sitting and insomnia. It is unknown if the symptoms were device or procedure related. No further information is available.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial/lot #: (B)(4), description: artisan surgical lead, 50cm.